Event description:
Customer called to report that her blood glucose (bg) meter on pdm is not giving accurate readings. She has checked the test strip controls and tried new vials of test strips. She also tried using the freestyle strips with another freestyle meter. One bg meter read 139 mg/dl and the pdm read 250 mg/dl. On another occasion the pdm read 145 mg/dl and she did not feel like that was correct so she checked with another meter and her bg was 30 mg/dl. Her grand-daughter had to end up calling 911 because she had passed out. No further information is available.

Manufacturer narrative:
The bg meter board was tested on the production diagnostic fixture and was found to be within normal specifications, matching the values programmed into the meter at initial production programming. No test strips were returned by the customer, therefore no comparative testing could be performed on the user's strips. The root cause of the reported event could not be determined. Evaluation of the device did not indicate any failure of the product.